Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
The plunger on the syringe with the adapter doesn't advance as far as the plunger on the syringe without the adapter. The plunger will go all the way to the end when depressed, but then it rebounds back to what is shown in the picture. When attached to a patient this draws fluid back into the line, so nursing is concerned the patient is not getting the full dose. This is commonly used with doses of 0.05 ml and 0.1 ml." See attached email. 2/6/2024-per additional information from the sales rep: the customer is specifying for IV direct therapies, not the smartip cannulas.